Event description:
The facility's biomedical engineer reported an infusion pump with an 807:05 failure code. The biomed reports it is not known if the device was in use on a patient when the failure occurred. There was no report of patient injury or medical intervention caused by this device. Failure code 807:01 was displayed during testing of the device in service.